Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that smoke and a burning smell were observed coming from the fresenius 2008t hemodialysis (hd) machine following chemical disinfection. Additional information was obtained during follow-up. The biomed stated that the machine was immediately unplugged and removed from the floor and placed near an open back door to extinguish the smoke. Use of a fire extinguisher was not required. The facility smoke detectors were not triggered. The biomed stated that the machine was evaluated and valve 33 on the balancing chamber was found to be completely melted. The biomed stated that the machine has approximately 31,000 hours and that the valve is original to the machine. The biomed stated that the valve was replaced, which resolved the machine issue, and that the machine is back in service without any issues. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the melted valve. The biomed confirmed that there was no patient involvement nor harm to any patients or individuals because of this malfunction. The biomed confirmed that the valve is available for return to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that smoke and a burning smell were observed coming from the fresenius 2008t hemodialysis (hd) machine following chemical disinfection. Additional information was obtained during follow-up. The biomed stated that the machine was immediately unplugged and removed from the floor and placed near an open back door to extinguish the smoke. Use of a fire extinguisher was not required. The facility smoke detectors were not triggered. The biomed stated that the machine was evaluated and valve 33 on the balancing chamber was found to be completely melted. The biomed stated that the machine has approximately 31,000 hours and that the valve is original to the machine. The biomed stated that the valve was replaced, which resolved the machine issue, and that the machine is back in service without any issues. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the melted valve. The biomed confirmed that there was no patient involvement nor harm to any patients or individuals because of this malfunction. The biomed confirmed that the valve is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed. The complaint investigation found objective evidence indicating a product problem.